Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the maryland bipolar forceps instrument was noted to slide. The instrument was inspected prior to the robotic surgery. The surgeon was suturing the stump, the surgeon mentioned to the scrub nurse, that there was something wrong with the endowrist; that it slides during suturing of the stump. The scrub nurse noticed that the strings on the instrument tip were snapped making the endowrist defective and it was noted after the procedure when the instrument was being cleaned. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.